Event description:
On (B)(6) 2013, it was reported that the keypad buttons were sticking. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/17/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/26/2014 with the following findings:the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down keypad button was intermittently responsive. There was evidence of keypad contamination found under the down and contrast key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.